Manufacturer narrative:
During inspection and testing, service found foreign material on the forceps elevator due to insufficient cleaning. The reported events (leak and intermittent flickering) were not confirmed. In addition, the adhesive on the bending section cover was detached, the connecting tube was buckled, the image guide protector was shaved, there were scratches on multiple parts of the device, the play in the up/down and right/left angulation knobs was out of specification due to wear on the angle wire, there was noise in the image due to corrosion of the electrical connector, water removal ability was reduced due to clogging of the nozzle, the electrical connector was corroded due to water leakage, and the light guide lens was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, there was a leak from the instrument channel and there was intermittent flickering in the image from the subject device. The device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on the patient reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. However, it is likely that that foreign material remained in/around the forceps elevator due to nonconformity of the subject device. The following is included in the instructions for use (IFU): all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.